Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at site on (B)(6) 2024. The infusion set was not in use for more than 48 hours. The patient resolved the event by changing the supplies as necessary and resumed insulin therapy. No further information available.